Manufacturer narrative:
Product event summary: the controller was returned for evaluation. The pump was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated pump and controller met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed that the controller had a loose serial port and power port one connector. This observation is not related to the reported event. The most likely root cause of the loose connectors can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The reported event was confirmed via review of the controller log files, which revealed 80 high watt alarms starting on june 22, 2017. The power limit was initially set to 6.0 watts and was changed to 25 watts on june 23, 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on a historical review of similar high power events, the most likely root cause of the reported event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: heartware ventricular assist system ¿controller 1.0 model 1403us serial number: con102635 expiration date: 2017-02-21 UDI: (B)(4) 2017-07-11 mfg date: 2016-02-21 patient codes(s): c76143 device code(s): c63055 method code(s): 10, 23, 38 result code(s): 3207 conclusion code(s): 25 this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis/investigation results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The controller was returned to the manufacturer and tested out of specification.

Manufacturer narrative:
Additional information received indicated that the patient had a pump exchange and is recovering after experiencing bleeding from the chest tube. The patient received six units of packed red blood cells (prbcs) transfused with cryoprecipitate and fresh frozen plasma (ffp). Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: medical device: controller / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was implanted with a right ventricular assist device (rvad). Approximately five months later the power started to increase while the patient was in the step-down unit. The patient was moved to the surgical intensive care unit (sicu) with symptoms of pump thrombus soon afterward. It was noted that the patient had subtherapeutic inr recently in preparation for a liver biopsy. The patient developed kidney failure and has been bleeding from the liver biopsy site. The patient is not a candidate for surgery or pump exchange. The rvad was turned off a week later. No further patient complications have been reported as a result of this event.